Event description:
It was reported that this right ventricular (rv) lead had loss of capture (loc) due to a dislodgement, confirmed through an x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had loss of capture (loc) due to a dislodgement, confirmed through an x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.